Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was getting prepared for an ultrasound guided ascites percutaneous drainage catheter placement procedure. Prior to the procedure, it was observed that the length of the trocar needle was allegedly much longer than the catheter. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2025, a patient was getting prepared for an ultrasound guided ascites percutaneous drainage catheter placement procedure. Prior to the procedure, it was observed that the length of the trocar needle was allegedly much longer than the catheter. The procedure was completed using another device. There was no patient involvement was reported.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo and second photo shows partial view of the drainage catheter was provided. Trocar needle was noted to be protruding from the catheter. The second photo is blurry. It is not sufficient to determine if the product meets the specification. Based on the provided photo the reported trocar needle longer than catheter issue cannot be confirmed. Thus, the investigation is inconclusive for the reported non-standard device as no objective evidence was provided. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.